Event description:
The user facility reported to the manufacturer that upon initiation of a bypass procedure the arterial filter (component of cardiovascular procedure kit) was noted to have a leak originating from the bottom of the device. The device was replaced and the procedure was completed. The pt has been released from the hosp with no apparent injuries sustained.